Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and possible loss of capture. The physician decided to change medication to address the patient's condition. The lead remains in use. No patient complications have been reported as a result of this event.